Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer's blood glucose level at the time of incident was 534mg/dl. The customer's most current blood glucose level was unknown. The customer was treated with insulin drip at the hospital. Troubleshoot was conducted and the time and date were updated. The device passed the self-test. The customer was advised to call back when they have the tubing clamps available, in order to conduct high pressure test. The customer will be calling back.